Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call the insulin pump alarmed motor error and excessive no delivery alarms. The customer's blood glucose level was 500 mg/dl at the time of the incident. The customer was unable to troubleshoot during time of call. The insulin pump will not be returned for analysis.